Event description:
It was reported that when the shaver was used during surgery, small metal particles were left in the patient. Additional information has been requested. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Final device investigation of the shaver revealed that the shaver was damaged. There was damage to the inner edge, with some metal fatigue/dull areas visible to the naked eye. No friction was detected when tested with a manual drop test followed by a manual spin test. There were some contaminants in the inside of the outer, but the inner shaver was clean looking. The inner shaver lacked lubrication, so the device was not hooked up to a generator, as running an unlubricated shaver would have resulted in device damage.